Event description:
It was reported through clinic notes dated (B)(6) 2011 that a vns patient experienced an increase in seizures (4 seizures per day) and patient felt like his condition was getting worse. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received from the physician reporting that the increase in seizure activity was not related to vns therapy and the increase in seizures was still not above pre-vns baseline levels. The only interventions taken at the time of the increased seizures was a medication change, however specifics were not provided. No diagnostics were performed at that time.

Manufacturer narrative:
The aware date was inadvertently reported incorrectly on the initial report.the occupation was inadvertently reported incorrectly on the initial report.the manufacturer date inadvertently did not include the full date on the initial report.